Event description:
It was reported that unspecific number of bd insulin syringes with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter: from phone call on (B)(6)2022 11:52:51: outgoing call made to this consumer. Caller left a voice message asking to email him questions needed feels easier. Also sent an email letter asking for item number and lot numbers. The voice message I received in reply prior cares agent was that caller had 5 syringes to return. Dc I have been using bd insulin syringes (1/2 ml, 31 g, ultra fine needle) for over a decade. From time to time I run across a faulty syringe, and in one case two failed units in same bag (10). I have accumulated several of these failed devices, typically without needles. I have written b&d in previous times, but the problem continues.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1060378. Medical device expiration date: 31-mar-2026. Device manufacture date: 01-mar-2021. Medical device lot #: 129122.3 medical device expiration date: 31-oct-2026. Device manufacture date: 18-oct-2021. Investigation summary: customer returned (4) 0.5ml bd insulin syringes, 2 from lot# 1060378 and 2 from lot# 1291223. The customer reported that the syringes are missing needles. The samples were examined, and it was observed that all 4 returned syringes featured a detached needle hub/shield assembly. No damage was observed to the barrel tips of the returned samples. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 1291223. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.